Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not find any damages that could cause or contribute to the reported event. The device failed the leak test due to the damaged instrument channel and punctures at the distal end area. These types of damages could occur when the endotherapy accessory is being inserted or being withdrawn from the endoscope while the biopsy cups are open. The device was serviced and returned to the user facility.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, a perforation to the patient occurred. The perforation was noted in the middle of the unspecified procedure. There were no sharp instruments deployed into the gastroscope and no bleeding was observed and the procedure was stopped as soon as the perforation was noticed. It was stated that the feeding tube had not been placed and the patient expired. The cause of the death is unknown. The user facility stated there was no device malfunction noted throughout the procedure.